Event description:
Reporter applied around left waist area on april 26. She applied it for 8 hours. Skin was red with 1st and 2nd degree burns and painful when patch was removed. She was using bacitracin ointment to treat. She saw personal physician in 2007 and he diagnosed as allergic reaction and recommended cortisone cream for topical treatment.